Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cobra grasper instrument stopped responding to the surgeon's movements. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a grip cable loose at the idler pulleys. The grip input spun freely without a corresponding output motion at the distal end suggesting a failure at the backend. The housing was removed to find one grip cable broken near the back idler pulleys / clamping pulley cable groove. Other backend cables were not damaged. The grip cables showed signs of excessive brown residue residing around the clamping pulley. Failure analysis concluded the damage was likely due to improper cleaning. Failure analysis investigation also found the following damages to the instrument: an additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. Failure analysis concluded the damage was likely due to improper cleaning the instrument was disassembled to find one grip cable broken at the hypo tube on the proximal end. Adjacent to the hypo tube, a second hypo tube had a yellowish coating at the back-end tip. The back idler pulleys located above the grey idler block had signs of corrosion, exhibiting a yellowish-orange layer on top surfaces. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.